Event description:
It was reported that, "upon use the shaft bent. We were able to use it to complete the surgery but will no longer function as specified. The hospital will not release pt information."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.